Event description:
Additional information was received from the pt on (B)(6) 2024. The pt reported that the lack of stimulation on their right side was not due to the lead, the rep the pt met with diagnosed the leads to be ok. Rather, they needed reprogramming so the left and right leg programming was separate and so more electricity was going to the right leg. The pt reported that the programming adjustments had their pain go from 6-8 down to 2-3 as of (B)(6) 2024. Pt provided what their weight was at the time of this event. The pt also wrote the "batter had "turned" (hard to read handwriting) but was okay". Follow up will be sent to the rep for clarification. Additional information was received on 2024-may-14, and the rep reported that they had met with the patient on (B)(6) 2024. Regarding the battery, the rep reported there did not appear to be any significant "turning" or change in orientation that they could see during that visit. No further information was provided.

Manufacturer narrative:
H2 correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt stated since the beginning, they've had pain on their right side more than the left side and now the right side pain has increased. Pt stated they have their left side stimulation set very high but for their right leg, the pain has been more. Pt wondered if the two sides could be programmed separately. The patient was redirected to their healthcare provider to further address the issue. Pt stated they are seeing healthcare provider (hcp) to get an MRI done to see what is going on, and will then be referred to another hcp if implant can help. Additional information was received from the patient (pt). It was reported that their right leg hurt a little more than their left leg since last december. Patient noted they were programmed to have stimulation in both their left and right legs, but they were only able to feel stimulation in their left leg which worked, but the right leg stimulation didn't work. Patient services specialist reviewed role of representative and provided the patient with the nas number for their healthcare provider office. Patient service specialist emailed the reps in the patient's area. The issue was not resolved. Agent re-directed pt to their hcp. Additional information was received from the patient (pt). It was reported that pt called back and repeated previously documented information; said they suspected the issue was with a lead and had pain in their hip since sometime in december. Pt said their healthcare provider (hcp) told them they should speak with manufacturer before "the next steps" and had been given patient services (pss) number but didn't know why. Agent reviewed information and suggested the hcp maybe meant to touch base with their manufacturer representative (rep) rather than patient services, as agent was unable to do anything in regards to their implanted devices. Pt said they would reach out to rep.

Manufacturer narrative:
Continuation of d10: product ID 977a260 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.